Event description:
Customer reported an erroneous low access hypersensitive htsh (human thyroid-stimulating hormone) test results were obtained for 15 pt samples when using the unicel dxi 800 access immunoassay system. The erroneous low test results were not reported out of the lab. The lab had configured the analyzer to reflex (automatically retest) the samples when these initial low test results were generated. Repeat analysis was performed. The test results were within the normal range. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
On (B)(4) 2008, the field service engineer performed hardware verification. No hardware issues were noted and all verification testing passed within specifications. As of (B)(6) 2008, the customer stated that the instrument was performing well and no further erroneous results have recurred. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add¿l reportable events.